Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Additionally, it was found that three years prior, inappropriate shocks due to polymorphic ventricular tachycardia (vt) were delivered. Reprograming, further monitoring and a potential commanded shock were discussed. This device remains in service. No further adverse patient effects were reported.